Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call that the insulin pump was under delivering because with only basal blood glucose rises, but with bolus blood glucose lowers. The customer blood glucose level was 300 mg/dl at the time of incident and the current blood glucose level was 230 mg/dl. The customer was assisted with troubleshooting. Customer was using insulin pump system within 48 hours of reported high blood glucose event. The customer was treated with insulin pump for high blood glucose. Customer reports insulin exited at the quick release. The customer states they perform a high pressure test and the insulin pump passed. The device will not be returned for analysis.